Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic was torn off during implantation. The lens was removed without patient injury. The facility stated an msi-pm injector and an aq cartridge were used during surgery and the lot numbers were not specified.

Manufacturer narrative:
Evaluation: visual inspection of the lens showed evidence of surgical residue and the optic was torn. The cartridge had no visible damage and there was a haptic stuck inside the cartridge. Conclusion: the root cause of this event could not be determined because the injector was not returned.